Event description:
It was reported that approximately 16 years post implantation of a right total hip arthroplasty, the patient was revised due to pain, swelling/fluid collection, and metal related pathology. During the right hip revision surgery, a collection of fluid surrounding the right hip was noted. It was reported that the patient had a post-operative diagnosis of failed total hip arthroplasty, and adverse reaction to metal on metal. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# unknown lot# unknown / unknown m2a head. Cat# unknown lot# unknown / unknown m2a taper. Cat# unknown lot# unknown / unknown m2a cup. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d1;g3;h2;h3;h6. H6: component code: mechanical (g04) - stem. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: approximately two years ago the patient had a right hip revision surgery. During the right hip revision surgery, a collection of fluid surrounding the right hip was reported. A post-operative diagnosis of failed total hip arthroplasty, and adverse reaction to metal on metal articulating hip system was entered. Pain and suffering reportedly experienced as a result of event. A definitive root cause cannot be determined. The event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.